Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On an unreported date, the patient was hospitalized for the peritonitis. The treatment included vancomycin (intravenously (IV), dosage and frequency not reported) for peritonitis. The patient was recovered from the peritonitis. On an unreported date, the pd catheter was removed and the pd therapy was discontinued. Additional information was requested but was not available at this time. This is report 2 of 4 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd896688 and gd896399 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as (B)(4).